Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture eight months after implant. An invasive procedure found blood inside the ventricular lead barrel at the distal port. The ipg was explanted.